Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, ventricular fibrillation occurred. Subsequently, cardiac massage was performed. The patient's heartbeat returned, however extracorporeal membrane oxygenation (ECMO) was initiated in order to maintain systemic blood flow. The procedure was completed successfully, and ECMO was discontinued.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: product ID: d-evolutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: unknown; FDA site ID: p1041. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.